Event description:
The subject device was received at an olympus service center for evaluation with a report that the cleaning brush could not be inserted or removed. There was no patient or user injury reported. During inspection and testing, service found that due to clogging of the instrument channel, the forceps could not be inserted or removed. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: the event occurred due to deformation of the forceps channel. The event occurred due to breakage of the instrument. The event occurred due to foreign material in the forceps channel. The event can be detected/prevented by following the instructions for use: operation manual: 3.8 inspection of the endoscopic system. Inspection of the instrument channel and forceps elevator. Operation manual: important information ¿ please read before use; precautions. Operation manual: 3.6 inspection of ancillary equipment. Operation manual: 4.3 using endotherapy accessories. Reprocessing manual: 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing manual: 7 reprocessing endoscopes and accessories using an aer/wd. During the device evaluation, service also found that due to clogging of the instrument channel, the tube cleaning brush could not be inserted. The adhesive around the objective lens and light guide lens had discoloration. The adhesive on the bending cover (a-rubber) was deteriorated and separating. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.